Manufacturer narrative:
Product event summary: the introducer was returned without the dilator, analyzed. Analysis indicated there was a mechanical issue with the delivery system. The analyst noted visual inspection found the proximal seal is seated too low in the seal housing, and the distal seal is not present on the seal housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, saline solution overflowed from the valve side of the introducer during flushing. It was further reported that the position of the introducer outer valve was deeper than usual. The introducer was replaced. No patient complications have been reported as a result of this event.